Event description:
A pt with dialysis dependent renal failure complicating a stroke and heart attack had multiple specialists in team with the pcp managing care and entering orders on the (B)(6) computer. On the pt's active "prn med orders" were seven separate orders for potassium -2 by mouth, 7 by parenteral-. On the pt's active "prn med orders" were four separate orders for phosphate -all parenteral-. Potassium puts most pts with renal failure at risk. The nurse has many choices for therapy, but which one will the nurse administer? This pt was not overdosed, but is at risk for excess potassium. An ongoing hazard, the device enables ease in ordering duplicate medications and user unfriendliness for the physician to eliminate those which are not being used.